Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The device had been at elective replacement indicator (eri) for a couple of weeks, no date given, but had not reached end of life (eol) and there was no safety mode indicated at changeout. This device was explanted. No additional adverse patient effects were reported.